Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of having high blood glucose of 508 to 542 mg/dl. Troubleshooting found that the pump settings have recently changed. The customer was advised to follow up with their doctor regarding the settings as it appears that the pump is operating as designed. Customer will call back to complete further troubleshooting. No further details provided.